Event description:
Per the nurse reporting the issue, "when flushing and saline locking the patient, end of IV tubing broke inside the clave." The nurse was saline locking or disconnecting the IV tubing from the patient. The tip of the IV tubing broke off inside of the needless connector when nurse attempted to withdrawal the tip of the IV tubing.